Manufacturer narrative:
The customer has requested an event log review. The data sets have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that the ER nurse programmed the pump to deliver a primary infusion of acetyl cysteine 2.815gm/d5w 500ml at 125ml/hr for 4 hours. Approximately 1.5 hours after the infusion was initiated, the nurse responded to the pump alarming "air-in-line" to find that the entire bottle contents had infused. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 500ml b.braun bag ndc: (B)(4), lot number: j7p060, exp: 05/20, acetylcysteine and d5w. The customer¿s report of an overinfusion was neither confirmed nor replicated. Analysis of the pcu event log shows that at 3:34 am on (B)(6) 2018 the pump module was programmed to infuse a basic infusion at a rate of 125ml/hr with a vtbi of 500ml. Between 3:46 am and 5:00 am, the device alarmed for patient side occlusion 10 times and each time the infusion was restarted. At 5:14 am, the device alarmed 4 times for air in line. The first 3 times, the infusion was restarted. After the fourth time, the device was channeled off. The volume recorded as being infused during this period was 186.914ml. Functional testing found the pump module to be delivering fluid within specification. The root cause of the overinfusion was not identified.